Manufacturer narrative:
The investigation into the malfunction of positioning issues has been completed. No product was returned. As per the clinical review while placing swan-ganz catheter, impella was pulled out into aorta and unable to cross back into the left ventricle (lv). No wireless re-access or other abnormalities were observed. The cause of the positioning issue was most likely use related with impella being pulled out into aorta and unable to reposition while accessing swan-ganz catheter per clinical review.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that while placing swan ganz, the impella cp went into the aorta and was unable to cross back in the left ventricle (lv). The impella was therefore explanted and a new impella cp was placed.